Event description:
The patient contacted animas on (B)(6) 2012 reporting the keypad buttons were worn and less sensitive. The patient allegedly wore the pump exterior to a garment and did not clean the pump. The patient is not returning the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was returned with no visible damage to the keypad. During testing, the ok and contrast keypad buttons were intermittently responsive. The keypad cover was removed and contamination was found under all of the keypad button contacts. Unrelated to the initial complaint, the display screen was dim and discolored.